Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-05318 pertains to the other device. It was reported to boston scientific corporation that during a ureteroscopy and polaris ultra ureteral stent placement procedure, the stent broke outside of the patient at the pigtail coil. The stent positioner had been used to position the stent. The procedure was completed with another polaris ultra ureteral stent, with no complications to the patient, whose condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The reported event of stent break